Manufacturer narrative:
Date rec'd by MFR: 02dec2019. Date of report: 03dec2019. The customer did not respond to requests for additional information. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/31//2019.

Event description:
The customer reported that when the ventilator is shut down the only led (light emitting diode) that is lit is the battery flashing, and then when unplugged the fan ramps up and gets loud. There was no patient involvement.